Event description:
Surgeon reported centurion machine not suctioning. Machine taken out of service and biomed called. Next day, biomed examined machine and called alcon tech services. Problem explained to alcon tech services. Tech services suggested a handpiece issue and machine was put back in service. Machine was used for 6 cataracts without any issues. Machine was used a week later for 3 cataracts without any issues. During the 4th cataract surgery, md noted that machine ultrasound function was not working. Handpiece changed without resolution. Machine shut down and rebooted without resolution. Machine was shut down again and entire tubing/cartridge was changed. Machine re-primed and new handpiece was tested. Machine became operable. Delay of 15 minutes during the surgery to trouble shoot machine. Cataract surgery was completed without ill effects to the patient.